Event description:
Upon inflation of balloon to 6atm in a stenosed distal aorta, the balloon ruptured. Upon removal, it was noted that half of the balloon was still on the shaft. The other half was not found.